Manufacturer narrative:
V.a.c. Labeling states under "v.a.c. Dressing removal" "note: if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing". See scanned page.

Event description:
A patient was recovering from a liver transplant when he developed appendicitis; v.a.c. Therapy was initiated on the resulting wound. The patient's primary home health nurse indicated that during a dressing change, it appeared that the granufoam had adhered to the wound, when the nurse removed the foam, there were small pieces that were left behind. The nurse further indicated that there were no problems removing the foam during the previous dressing change a couple of days before this incident. The nurse sent the patient to see a surgeon who "scraped out" the foam under local anesthesia in a clinic. The nurse also indicated that there were a few flecks of foam sent to a surgeon at the transplant service. V.a.c. Therapy was discontinued at the transplant service and the patient was told that a few flecks were not a problem. The nurse indicated that rapid granulation tissue formation caused the foam to adhere to the wound and v.a.c. Therapy was a help in the patient's wound healing. The patient's wound has since healed without further problems.